Event description:
It was reported that the customer experienced a blood glucose (bg) level of 69 mg/dl. Customer went to the emergency room (ER) on (B)(6) 2025 due to ongoing issue. ER staff checked vitals, electrocardiogram, and monitored bg levels, no treatment was provided at time of event. Customer was released from ER 4 hours later with issue resolved and no permanent damage. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer acknowledged and understood.